Manufacturer narrative:
This is one of two device reports for this event. This is one of two events for the same patient. Additional info has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's atty alleged that the patient experienced cardiorespiratory arrest and expired two days later, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.